Event description:
The device was placed in a bi-lateral iliac graft for carotid artery access. Another MFR's stent was deployed. Upon attempted removal, the sheath separated, subsequent attempts to remove resulted in further separation of the device. A surgeon was summoned and a cut down was performed to remove device fragments.